Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes were received, one with a tip protector and one without tip protector, in a tray, for the report. Sample 1 - the sample was visually inspected and found to be nonconforming with the needle broken off at the stiffener sleeve. No functional testing could be performed due to the probe needle broken condition. Sample 2 - the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut and both functional testing were deemed conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Sample 1, the complaint sample was received with the needle completely broken off. Therefore, a confirmation of the reported event could not be determined and the exact root cause of the complaint could not be verified. The exact root cause of the broken needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including used during surgery. Sample 2, the returned sample was found to be functionally conforming, therefore cut and actuation failures as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Confirmation of the reported event could not be determined for sample 1 and an exact root cause could not be verified for sample 1 and sample 2 was functional conforming, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the cutting failure of the probe occurred and the probe did not actuate during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another pak. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.